Event description:
It was reported that force sensor bridge test occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. Top case was cracked by the front lower right corner. Right / left plunger cases were cracked and bottom case was cracked by the back plate bracket position. Force sensor test / force sensor bridge test were found in event history log. The technician performed power up process and checked force sensor test reading, which failed. Force sensor test at 0.00 pound (lbs) reading 0 counts. This reading should be above the 30's counts. The device failed the force sensor test. The root cause of the reported issue was found to be multiple components involved. The force sensor was out of calibration, unstable and plunger printed circuit board (pcb) connector was broken. The technician replaced force sensor, plunger pcb and plunger cable. Device passed all functional testing. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.